Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was completed as planned. The philips field service engineer (fse) inspected the system onsite and confirmed that ¿memory issue with the system¿. Upon investigation, fse confirmed that the memory issue was occurred due to low disk space. Fse replaced ippc and hdd and after replacement of ippc and hdd the system was returned to use in good working order. The codes were updated based on the investigation outcome. Device problem code was corrected.

Event description:
It has been reported to philips that the allura system was not able to x-ray due to no available disk space. The system was in clinical use when this occurred. There was no report of harm. Philips has started an investigation of this complaint.